Event description:
The customer reported via phone call that there was an issue with the pump not delivering enough of a bolus for her high blood glucose. Customer stated that the pump only wanted to give her .4 units for a 343 mg/dl. Customer felt that is should be 10 units, so she gave herself a bolus of 10 units. Customer noticed that she had some leaking at one of her infusion sites. Customer stated that it was not the site itself but the first adhesive on the set. Customer stated that she had an open wound about the size of a dime and it was really red. Customer stated that she and her husband treated with neosporin and it was fine. Customer stated that on (B)(6) 2015, she had a high blood glucose of 410 mg/dl and the pump only said to have a correction of 2.6 units. Customer is not going to give herself more insulin through manual injections. Customer was advised that the pump can be replaced but she will need to speak with her health care professional about the bolus wizard settings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.